Event description:
It was reported that insulin squirted out during the manual prime. The caller stated that insulin continues to drip after the motor stops moving. It was also stated that the customer was treated for a high blood glucose reading of 589 mg/dl in the emergency room. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.